Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the non-calcified left common femoral vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 5 minutes, the balloon ruptured. The balloon was removed over the wire and completed the procedure with another of the same device. There were no patient complications reported.